Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off the delivery during unpacking. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, shaft and hub. There was contrast visible in the nosepiece. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. The stylet and protective sheath were not returned. There were two bends in the hypotube, 5 mm and 42 cm distal to the strain relief tubing. There was no other damage noted to the sds. The stent implant outer diameters were not measured due to the stent not being returned. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the stent came off the sds during unpacking. Analysis of the sds noted contrast visible in the nosepiece. This indicates that the device was prepped for use, contrary to the reported information that the dislodgement occurred during unpacking. The stent dislodgement was confirmed although the stent was not returned. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for this type of event, as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during preparation, or forced sheath removal. Unfortunately, none of the information gathered, suggests any of these causes is the most likely cause. All online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. Due to the conflicting information received with the complaint and the analysis of the returned product, no conclusive root cause can be determined. In addition, two bends were noted in the hypotube, which were not returned in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or have contributed to the reported stent dislodgement. A review of the finished device lot history record did not real any non-conformities. This MDR is considered closed by the product performance group.